Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed through observed calcification and thickened leaflets. X-ray demonstrated wireform intact and moderate calcification on leaflet 1. Leaflet 1 had a 10mm tear near commissure 2. Leaflet 2 had a 3mm tear near commissure 3. Leaflet 3 had a 12mm tear near commissure 3 and a 7mm non-transmural tear near commissure 1. All three leaflets were thickened and swollen near the commissures and tears. Calcification and thickened leaflets restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. H10: additional manufacturer narrative: updated sections d4 (expiration date), f10 (device codes), h3, h4, h6 bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the event observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: corrected section h6 (conclusions code).

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #(B)(4). The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 25mm 2900j aortic valve, implanted approximately ten (10) years and three (3) months, was explanted due to aortic stenosis. The device was explanted was replaced with a same size 25mm 3300tfxj aortic valve with no adverse patient events reported. The patient status was reported as ¿recovered¿.